Event description:
It was reported that balloon rupture occurred resulting to an additional medical intervention. The target lesion was located in the moderately to severely calcified stenosis of anastomotic fistula in a hemodialysis access of the left arm. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the second inflation at 24 atmospheres for 30 seconds, the balloon partially ruptured as the pressure was too large. The device was removed through snaring and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.